Event description:
It was reported that during the implant attempt, the r-waves would be acceptable, then when the helix was deployed, the sensing would drop to an unacceptable range. The lead was not used and a new lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Event summary: the full lead was returned and analyzed and no anomalies were found. However, the distal lv (low voltage) electrode of the lead was covered in blood. (B)(4).